Event description:
It was reported that hydromorphone (dilaudid) was hung as a primary infusion intended to run at 0.3mg/hr (0.3ml/hr). The bag of dilaudid contained 50mg in 50ml. The infusion started at 1730 on (B)(6)2023. This primary infusion was reportedly y-sited to another primary line of normal saline. When the nurse returned to the room approximately 30 minutes later, the dilaudid bag was reportedly found empty. The event occurred on a patient who was admitted to the hospital for hospice care. As a result of the event, the patient reportedly had agonal breathing and apnea. The patient reportedly expired at 2129. The customer reported that the cause of death was cardiopulmonary arrest; no autopsy was performed according to the report.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that hydromorphone (dilaudid) was hung as a primary infusion intended to run at 0.3mg/hr (0.3ml/hr). The bag of dilaudid contained 50mg in 50ml. The infusion started at 1730 on (B)(6) 2023. This primary infusion was reportedly y-sited to another primary line of normal saline. When the nurse returned to the room approximately 30 minutes later, the dilaudid bag was reportedly found empty. The event occurred on a patient who was admitted to the hospital for hospice care. As a result of the event, the patient reportedly had agonal breathing and apnea. The patient reportedly expired at 2129. The customer reported that the cause of death was cardiopulmonary arrest; no autopsy was performed according to the report.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. No devices received, log review only.